Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" and failed self test message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical; the reported malfunction related to poor pad contact was observed and attributed to the test port receptacle pins which were observed to be worn. The test port receptacle pins were replaced to remedy the problem. The customer's report related to the device will not pass the self-test was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and shock testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.